Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user has alleged particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The user has alleged particles in device and not getting enough air, device will not turn on/device not functioning. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device, the third- party service center visually inspected the device observed dust contamination and found no evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and no error was logged. The device was scrapped. In section h, evaluation method, evaluation results and conclusion code has been updated.